Event description:
Left a message for pt to call facility back. Pt has not called facility back, sending pt a letter. The following info is documented by the ccr. Pt was having symptoms of dizziness and ended up passing out. Pt was unable to test their bg since pt meter had a battery contact issue. Paramedics came and took pt to the ER. Pt was treated with food or beverage.